Event description:
The rotator body came off when connecting to a catheter. No harm or injury reported.

Manufacturer narrative:
Device eval: other, the eval/investigation has not been completed. A f/u report will be submitted when the device eval is completed. Eval, conclusions: a f/u report will be submitted when the eval is completed.